Event description:
A patient reported experiencing inaccurate erratic results with a one touch ii meter. The patient's blood glucose results were 68 mg/dl, 117 mg/dl, and 117mg/dl. Tests were done <10 minutes. Patient did not experience any adverse event. No further information has been reported.